Event description:
Vidas® cmv igm is an automated qualitative enzyme immunoassay for use on the vidas® family instruments, for the detection of anti-cytomegalovirus igm (cmvm) in human serum, using the elfa technique (enzyme linked fluorescent assay). Threshold and interpretation of results index interpretation: I < 0.70 negative. 0.70 = I < 0.90 equivocal. I = 0.90 positive. Description of the issue: on (B)(6) 2022, a customer in portugal notified biomérieux of false negative result when testing with vidas® cmv igm 30 tests (ref. 30205, lot #1009253200, expiry date: 30-dec-2022) with a patient sample. The sample was a serum from a (B)(6) pregnant woman (B)(6) years. The sample was tested two times with vidas® cmv igm 30 tests (ref. 30205) and gave a negative result. The result was positive when testing two times with alinity abbot. Then customer send the sample to a reference laboratory and the result was weak positive using the elisa method) the customer noted a delay in rendering the result of seven days. There is no indication or report from the laboratory that the issue led to any adverse event related to the patient's state of health. The product reference 30205 is not registered or sold in the united states. However, a similar device, reference 30205-01, is registered and sold in the united states.

Manufacturer narrative:
Context of the complaint: an internal investigation was initiated following notification from a customer in portugal obtaining a false negative result when testing with vidas® cmv igm 30 tests (ref. 30205, lot #1009253200, expiry date: 30-dec-2022) with a patient sample.. Investigation: the complaint analysis did not reveal this issue as a systemic quality issue customer¿s material: no sample received from customer. Control charts analysis: the complaints laboratory analyzed 4 internal samples (targets 1.27-1.34-0.05 and 1.29 tv), on 7 lots of vidas® cmv igm ref.30205, including the lot mentioned by the customer. All values were within specifications, customer¿s lot was in the trend of the other lots. Tests performed by complaint laboratory: the complaint laboratory tested 3 internal samples (respective targets 1.39-1.22 and 0.05 tv) on the retain kit vidas® cmvm lot 1009253200 (customer¿s lot) internal samples test values were similar to those observed before the lot release. We did not observe any evolution over time of vidas® cmvm lot 1009253200 on these samples. Package information: summary and explanation the anti-cmv igm present in approximately 70% of primary infections, generally persist 16 to 20 weeks after infection, and may reappear irregularly during reactivation. Results and interpretation interpretation of test results should be made taking into consideration the patient's clinical history, and the results of any other tests performed. Instrument maintenance reminder it is necessary to perform regular instrument maintenance in order to ensure the mini vidas®, vidas® and vidas 3® are functioning correctly and ensure the quality of your daily results. These procedures are described in the mini vidas®, vidas® or vidas 3® user manuals the complaints laboratory did not reproduce the customer¿s issue (negative results) when testing internal samples on vidas® cmvm lot 1009253200. The root cause was not identified. Without customer¿s return sample, we cannot pursue further investigation. The discrepancy could be due to an old infection, with positive igg against cmv and residual igm antibodies. The customer¿s result on cmv avidity is high avidity , it is a strong indication of a primary infection dating back more than 3 months. Our test is very sensitive to igm antibodies induced during acute phase and primary infection (the important phase to detect) and less sensitive to remaining antibodies of old infection (recovery phase). According to the investigation above vidas® cmvm lot 1009253200 is still within expected performance.